Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. On 8/26/2020, the bwi product analysis lab received the complaint device for evaluation. On 8/28/2020, the device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. This finding of the hemostatic valve being dislodged into the hub is considered to be MDR reportable. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2020-01139 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath - small)

Event description:
It was reported that a female patient underwent afib - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath - small and suffered cardiac tamponade requiring pericardiocentesis and the sheath had a hemostatic valve separation. During procedure a pericardial effusion was diagnosed via intracardiac echo (ice) catheter. Originally the pressure dropped citing the need to review gethe ice image. A pericardiocentesis was performed by the physician removing 3cc's. The patient was stable at the time of the call. This adverse event was discovered post use of biosense webster products, after ablation was performed at the end of the case. There was small effusion at baseline. During the ablation phase, pressure began to slowly decrease. Effusion was discovered at end of case. There was evidence of a steam pop. The ablation catheter was used with default irrigation settings. There were no error messages observed on biosense webster equipment during the procedure. Graph, dashboard, vector and visitag were used for force visualization. Carto visitag stability settings were 3mm for 3sec, force over time 25% over 3g. No additional filter used with the visitag. No color options. Transseptal was performed with baylis nrg needle. The patient had fully recovered. At the time of the last report the patient still in hospital, but for heart failure not due to procedure complications. The physician¿s opinion is that the cause of the event was transseptal puncture or steam pop on cavotricuspid isthmus (cti) line. Since ablation was performed prior to effusion detection the event is conservatively reported under the ablation catheter. There is no further information about if extended hospitalization was required. It was also reported that the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small sheath broke off while inserting the dilator. The caller replaced the sheath and the case continued without patient consequences. The valve had physical damage from the insertion of the dilator. It did not break into separate pieces nor detached from the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small sheath was not being used on the patient.